Manufacturer narrative:
Concomitant medical products: 1845000 (drill, indigo high speed otologic); serial number - (B)(4); lot number - 209489570; manufactured date - apr/24/2015; UDI number - (B)(4); 510k - k081475 1845000 (drill, indigo high speed otologic); serial number - (B)(4); lot number - 209489570; manufactured date - apr/24/2015; UDI number - (B)(4); 510k - k081475. The drills have been received. The product analyses have not yet been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during use, three indigo handpiece/drill handles got too hot to hold. A damp swab was wrapped around the handles. There was no patient impact.

Manufacturer narrative:
The 1845000 (serial (B)(4)): the product analysis indicates the device was received in good condition. The reported issue of overheating could not be confirmed. The one-minute pre-repair temperature test results are as follows: 87 degrees f at t1 and 83 degrees f at t2. The handpiece was successfully tested to manufacturing specifications. The 1845000 (serial (B)(4)): the product analysis indicates the device was received in good condition. The reported issue of overheating could not be confirmed. The one-minute pre-repair temperature test results are as follows: 83 degrees f at t1 and 82 degrees f at t2. The handpiece was successfully tested to manufacturing specifications. The 1845000 (serial (B)(4)): the product analysis indicates the device was received in good condition. The reported issue of overheating could not be confirmed. The one-minute pre-repair temperature test results are as follows: 87 degrees f at t1 and 82 degrees f at t2. If information is provided in the future, a supplemental report will be issued.